Event description:
During an arthroscopic repair, the physician reportedly utilized a speedscrew knotless implant (w/inserter handle). While placing the initial implant, the cross pin reportedly broke prematurely. The implant was abandoned within the pt's bone and was not used. The physician drilled a new bone hole and was able to complete the procedure with a new speedscrew device. No pt complications were reported as a result of this event.